Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was unconfirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material in the distal end cover. Based on the results of the investigation the cause of the foreign material in the distal end cover was not established, as a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an e315 scope communication error. The issue occurred during set up for an unspecified procedure. There were no reports of patient harm.